Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant products: 600cc mentor smooth round high profile memorygel breast implant catalog: 3506004bc, lot: 6524149, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unknown gel breast implant experienced a mass size of 7 cm, hair loss, high testosterone rates, capsulitis without feet, ortheses deteriorated at eye, eye inflation, weight gain, loss of taste, intense thirst, drought lungs colored crash and symptoms of breast implant illness post procedure. The mentioned physical symptoms were not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.